Manufacturer narrative:
The patient¿s weight was not provided. The referenced known history of elevated ldh and log file data consistent with device thrombosis from (B)(6) 2017 was reported under medwatch MFR # 2916596-2017-00438. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a routine clinic visit, the patient's lactate dehydrogenase (ldh) level was elevated. A system controller log file submitted to the manufacturer's technical services department for analysis identified an intermittent increase in pump power, a trend which appeared consistent with device thrombosis. No other atypical events were noted in the log file. No additional patient symptoms or treatment were reported. Of note, the patient has a known history of elevated lactate dehydrogenase (ldh) and log file data trend consistent with device thrombosis from (B)(6) 2017. Additional information was requested multiple times; however, none has been provided.

Manufacturer narrative:
The patient remains ongoing on lvad support and the device was not available for evaluation. The report of intermittent increases in pump power was confirmed through review of the submitted system controller log file. A significant increase in pump power was captured between timestamps (B)(6) 2017 8:54 with values ranging from 10.3-15.4 watts. In addition, two transient low speed events were captured at timestamp (B)(6) 2017 8:54 with the pump speed dropping as low as 3930 rpm, resulting in low speed advisory alarms. The pump immediately ramped back up to the fixed speed following the low speed events and no further speed reductions below the low speed limit were captured in the remainder of the log file. Moreover, pump power appeared to reduce down to baseline values following the low speed events. Pump power again became elevated beginning at timestamp (B)(6) 2017 15:18 with values reaching up to 16.1 watts and returned to baseline beginning at timestamp (B)(6) 2017 06:13. A specific cause for the pump power elevations and low speed events and a correlation between the device and the patient's elevated lactate dehydrogenase levels could not be conclusively determined through this evaluation. No further issues have been reported at this time. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.